Event description:
Fill volume: 400 ml. Flow rate: 100 ml/hr. Procedure: unk. Cathplace: IV. This is report 2 of 3. Please reference 2026095-2014-00114/(B)(6) and 2026095-2014-00116/(B)(6). It was reported that a homepump delivered in 2 hours instead of 4 hours during IV infusion of solu-medrol for three consecutive mornings. The pump was filled with a syringe on the same day of the infusion (exact time not reported). The pump was stored at room temperature prior to infusion. The infusion began at 08:00 am on (B)(6) 2014 and was given while the patient was lying down with the pump in a carrying case next to the incision site in the shoulder. The flow restrictor was taped to the skin. The temperature during the infusion was moderately warm. There were no interruptions during the infusion. The infusion ended at 10:00 am. The pump was empty at the end of the infusion. It was reported that there was no patient injury or medical intervention needed.

Manufacturer narrative:
Method: the device was reported not to be available for an analysis. A review of the device history record (DHR) was conducted for the reported lot number. Results: as a device was not available for an evaluation no methods were performed, and results cannot be obtained. Conclusions: the device was not returned to I-flow for evaluation, therefore, we are unable to determine a cause for the reported event. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Note: delivery time can increase significantly as a result of extended storage time. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.